Event description:
Customer reported receiving a no delivery alarm on the insulin pump. The blood glucose reading was 300 mg/dl. Customer treated the high blood glucose with manual injections. Customer declined troubleshooting as she had already done all of the tests and stated she was not comfortable with any further tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.